Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained bupivacaine and morphine both at unknown concentration and doses. It was reported on (B)(6) 2017 the patient was having a magnetic resonance imaging (MRI) procedure due to a problem with the device or therapy. The patient stated she was in (B)(6) for an MRI. The patient stated there was a problem with the catheter and she was having surgery (B)(6) 2017. The patient stated she was calling for her information to give to the MRI facility as well as the guidelines. The patient put a tech on the line. No patient symptoms were reported. The event started ¿about 5 weeks ago¿. Additional information received from a health care provider (hcp) on (B)(6) 2017 reported the pump was being replaced, and that the MRI was being performed to see the patient¿s thoracic spine for the wire implant. The hcp stated she did not know any further information. The hcp declined complete MRI labeling information when offered.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.